Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported he has cartridges that leak into the pump. No serious injury reported. Requested return of suspect device for evaluation.